Event description:
It was reported that before the procedure, the blade could not rotate. There was no patient involvement.

Manufacturer narrative:
H3: analysis of the sample was completed and concluded that two open pouches were placed in a resealable bag and returned in a large plastic sleeve (non-original packaging). Upon receipt, pouch was open on three of four sides and contained a tyvek envelope and device. Contamination was observed on the outer hub and the proximal end of the inner assembly/shaft. The inner shaft was bent near the distal end of the inner hub, and striations were observed on the shaft. The inner assembly rotated freely by hand with no binding; however, during functional testing in oscillating mode at 5,000 rpm, the device also exhibited wobbling. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.